Manufacturer narrative:
This is a final report. There is no indication of product malfunction. No investigation of the product is required.

Event description:
Customer called customer service to request training in how to code his precision xtra blood glucose meter. While on the phone he reported that two days prior to calling on (B)(6) 2011 he experienced nausea, had "stomach pain" and felt "hot". Customer self-presented to his healthcare provider and was diagnosed with hyperglycemia. Customer was given an intravenous infusion of unknown type in addition to an unknown amount of insulin. Customer denied self-treating. There was no report of death or permanent injury associated with this event.